Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't start and freezes at 00:00. Review of the log file showed that the flexvision pc had malfunctioned. The cause of the failure analysis determined the psu or cmos component failure since the led was blinking but the system was not booting on. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up as it would get stuck when counter reached 00:00. The device was outside of clinical use at the time of the reported event . No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the flexvision pc which returned the device to use in good working order.